Event description:
It was reported via social media that the patient had taken anxiety medication with subsequent panic attack the pulse increased so high that the implantable cardioverter defibrillator (ICD) administered three inappropriate shocks. The patient reported having received twelve inappropriate shocks. The patient did not experience any symptoms, felt well and lucid. No additional information is available and/or can be obtained. The ICD remains in use, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).